Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient passed out in the kitchen. The patient woke up and vomited. The ambulance arrived to render help, but no treatment was given. The patient's blood glucose (bg) values at the time were 235 mg/dl.